Event description:
The patient felt stimulation sensation in his right leg when the implantable neurostimulator was turned off. The patient would turn the device off before going to bed and the implantable neurostimulator would turn on by itself (problem didn't appear to be confirmed with the patient programmer). The problem had been occurring for 4 months. There was no electro magnetic interference in the room that could be causing the device to turn on and off. There was no known accident or incident related to the complaint. The patient was in contact with his hcp regarding the residual stimulation. The hcp believed this residual stimulation was a perception issue, not attributed to the implanted devices. The hcp reported the patient outcome as 'no injury'. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Device code other: for turning on without programming.